Manufacturer narrative:
The device was received for evaluation. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported 'speaker not working' which was reproduced during evaluation. The cause was determined during a visual inspection to be a loose speaker. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump speaker was not working. There was no patient involvement. The process step was not provided by the reporter. No additional information is available.